Event description:
Patient was revised due to head was exchanged due to poly wear. The poly was (B)(6). There was no surgical delay and no harm to patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).